Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system and required assistance changing a 23-inch, 6 mm infusion set; after guided troubleshooting, a full infusion supply change was completed and insulin delivery resumed with stable glucose thereafter. Symptoms included hypoglycemia with a reported low of 61 mg/dl and no reported loss of consciousness or other acute effects. Outcomes included transient impact to glycemic control for about 20 minutes without need for medical intervention, ketone testing, or backup therapy. Investigation included remote troubleshooting and user education to perform an infusion set and supply change. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.